Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Date of event ¿ exact date is unknown - revision performed in (B)(6) 2009. Product / lot code / expiration date - unknown. Date of implant ¿ unknown. Date of explants ¿ exact date of explants unknown - explant occurred in (B)(6) 2009. PMA/510(k) number. Manufacture date ¿ unknown. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects: "material sensitivity reactions. " and "fatigue fracture of component may occur as a result of loss of fixation, strenuous activity, malalignment, trauma, non-union, or excessive weight. " this report is number 3 of 3 mdrs filed for the same patient (reference 1825034-2014-00942/-04865/-04866).

Event description:
Legal counsel for patient reported that patient underwent left total hip arthroplasty on (B)(6) 2011. Patient¿s legal counsel further reported that a revision procedure was performed on (B)(6) 2013, due to patient allegations of pain. A review of invoice history revealed that the initial left hip arthroplasty procedure on (B)(6) 2008. Invoice history confirmed the date of the revision procedure and that the acetabular cup, modular head and taper insert were removed and replaced. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified. Additional information received in the revision operative report noted a left hip revision occurred (B)(6) 2013 and the presence of metallosis, fluid, loose acetabular cup, bent and broken screw s and a cystic formation. The acetabular cup, modular head and taper adapter were removed and replaced.